Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached near the lapjoint section. Visual inspection revealed the drift shaft was broken, and the imaging window twisted. Microscopic inspection revealed the guidewire exit port was damaged.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the mid right coronary artery (rca). After a stent was placed, the opticross hd imaging catheter was advanced for post-implant observation but was unable to cross the stent. The catheter twisted and separated at the lap joint section. The proximal end of the separated part was inside the guide catheter and was able to be completely removed, along with the entire system, using a trapping device. There were no patient complications reported and the patient condition following the procedure was good.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the mid right coronary artery (rca). After a stent was placed, the opticross hd imaging catheter was advanced for post-implant observation but was unable to cross the stent. The catheter twisted and separated at the lap joint section. The proximal end of the separated part was inside the guide catheter and was able to be completely removed, along with the entire system, using a trapping device. There were no patient complications reported and the patient condition following the procedure was good.